Event description:
The customer stated that the clear blue part of the multi-functional port of the salem sump became unglued and separated. There was no harm reported. Additional information was received and stated that the arv valve was not detached.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A picture was provided for the evaluation. Upon reviewing the picture, the reported condition could not be confirmed. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.